Event description:
The right radial artery was explored through a longitudinal incision under local anesthesia. The right radial artery was identified where it appeared to be patent and palpable at the level identified. Dissection was then continued distally. At that point, the artery was extremely hard. Thought at that time could be calcified. Further dissection then showed that this was localized in an area of approximately 1.5 cm and distal radial artery appeared to be soft. For this reason, it was dissected simply to try and obtain prograde flow into her hand by excising the radial arterial segment and performing a primary end-to end anastomosis. The segment was excised, and an excellent anastomsis was performed using running 7-0 prolene for the posterior wall and interrupted 7-0 prolene to the anterior wall.the artery was then irrigated externally with papaverine and heparinized saline within the lumen. A @2 fogarty catheter was passed proximally initially, but no clot was obtained. Good flow through the radial artery was obtained basically with a good pulse distal to the anastomosis.following this, I inspected the specimen on a side table and cut it across the middle. It was apparent at that time that the reason the artery was firm was because of the presence of a foreign body within the artery, and this appeared to be a tip of the fogarty catheter. The divided artery and the catheter were sent to pathology department.the wound was then irrigated and closed using 3-0 vicryl in the subcutaneoustissue and 4-0 vicryl on a cutting needle to the skin. The wound was then closed using steri-strips.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, device permanently removed from service. The device was destroyed/disposed of.